Manufacturer narrative:
Additional narrative: the complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The affiliate reported via email during elbow arthroscopy the 5.0mm barrel tornado burr plus 283889 lot m1611012 produced a small amount of metal debris. This was seen on the arthroscopy screen as tiny particles as I was not present in surgery at this moment in time however it was described as like seeing glitter. The surgeon stopped using the burr immediately and opened a new one which did not produce any noticeable debris, after this there was no visible debris within the arthroscopy field of vision. Additional information received via email from the affiliate on 4-10-2017. The metal shavings were very tiny and it appeared that all were removed by the flow of the fms.